Event description:
It was reported that the ventilator was generating various alarms intermittently. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The received service report from our field service engineer (fse) stated that one printed-circuit board (pcb) had to be replaced due to an intermittent malfunction. After the replacement of the main back-plane pcb the ventilator system worked according to specification. The main back-plane pcb is a interconnection board for the pc boards in the lower part of the patient unit. An error within this board may lead to a stoppage of ventilation and the generation of high priority alarms to notify the user. No device logs or parts from the repair have been received back for our further investigation. As a result, we are unable to determine the root cause for the reported event.

Event description:
(B)(4).